Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the cause or type of endoleak could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which may have self-resolved within 24 hours. This likely type IV appeared as focused leak most visible at the area of injection of contrast. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. It is unknown if follow-up is planned to verify if the endoleak self-resolved; thereby likely confirming a type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c199ee, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4); product ID: etlw1624c156ee, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 69mm aaa and 37mm lcia on (B)(6) 2020. The infrarenal neck was dilated and short. At the start of the procedure the liia was coiled due as it was too dilated to obtain a seal. It was reported during the index procedure, after the bifurcate and 2 limbs were implanted, a suspected type ia endoleak was seen. Due to the neck anatomy 9 endoanchors were placed however the endoleak was persistent. A pigtail catheter was positioned within the body of the graft and the endoleak appeared worse towards the lower part of the graft present in the aaa sac and the lcia aneurysm. The endoleak was more obvious just below the overlap of the left contralateral limb. We suspected a hole in the graft fabric but angiogram could not identify exactly where. The physician lined the etlw1613c199ee with a etlw1613c156ee landing it 1cm below the flow divider and 20mms above the bottom of the etlw1613c199ee. A further angio run with the pigtail in the body of the graft showed a lot of blush and the endoleak was still present. The type of endoleak seen remains unknown with a query for type I ii iii and IV due to presence of endoleak seen at the top of the graft, a suspected hole in the graft and porosity and a suspected type ii from a lumber artery. Per the physician the cause of the unknown endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored